Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of the device data confirmed the power consumption is increasing in a gradual fashion, device replacement was recommended. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported. This event will be updated once a revision procedure is performed/and or the s-ICD is returned back from the field for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of the device data confirmed the power consumption is increasing in a gradual fashion, device replacement was recommended. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported. This event will be updated once a revision procedure is performed/and or the s-ICD is returned back from the field for analysis. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The field is currently trying to track down the s-ICD from the hospital and if available, it will be returned back for analysis.